Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, noise was observed on a stored egm. The patient was downgraded from an ICD to a pacemaker and the pace/sense portion of the rv lead was connected to the new device. No adverse event to the patient.